Event description:
It was reported that the patient received inappropriate therapy for a supraventricular tachycardia. No programming changes were made. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.